Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. Only half of the optic with one haptic was returned. The optic was scratched and torn/split/cracked (possibly cut). While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not mfg related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. The facility indicated the use of an unapproved viscoelastic. Add'l info was requested on 5/4/10, 5/10/10, 6/4/10, and 6/18/10 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4). (B)(4). (B)(4).

Event description:
Adverse event(s): "enlarged incision" (eye injury). Product problem(s): "indentation in iol" (no code available [iol (intraocular lens) implant]); "unapproved viscoelastic" (use of device issue). A materials mgr reported that an intraocular lens (iol) was removed and replaced during the same surgical procedure due to an indentation being noted in the iol after insertion. The incision was enlarged and the iol was removed and replaced. The facility indicated the use of an unapproved viscoelastic. Add'l info has been requested.